Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented error b30 and no image. The issue was identified before sedation for a diagnostic colonoscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The customer contacted olympus technical assistance support (tac) via and reported that the device is generating error and not the scope. The scope connectors were cleaned on the scopes that have generated the error. It was advised for the verification of cabling and status and even possible cleaning reseating of. The troubleshooting could not resolve the issue. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer